Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had suspected thrombus with elevated lactate dehydrogenase (ldh) and was treated with thrombolysis however, continued to have issues. This is the patient's second pump, and the physician did not feel he was a candidate for a third pump. The pump was explanted and thrombus was seen by surgeon at time of explant. The patient remains in an intensive care unit (ICU) on two inotropes waiting for urgent transplant as status 1a. The lvad explanted pump remains with hospital pathology.

Manufacturer narrative:
According to the information provided the lvad pump is currently with hospital pathology. No further information is available at this time. A supplement report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned an no pictures were submitted of the thrombus reportedly seen in the pump at the time of explant. A correlation between the device and the reported event of thrombus could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.